Manufacturer narrative:
A ge svc rep performed an onsite investigation. The contacts on the boards were cleaned. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not transfer data from one monitor to the other, would not store data, and powers off independently. No pt injury was reported.